Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined because the subject device was not returned omsc for evaluation.

Event description:
On (B)(6) 2020, olympus medical systems corp. (Omsc) became aware of a news article regarding three urgent re-operations in a week due to complications after endoscopic surgeries. According to the article, in december 2016, three patients developed peritonitis after endoscopic surgery to remove digestive cancer. And urgent re-operations were performed for the patients in a week. The three endoscopic surgeries were performed by the same physician. In addition to the peritonitis, the following incidents were also observed. - nutrient leakage into the abdominal cavity due to a tube coming off the intestine. - intestinal damage likely due to contact with certain surgical equipment. - necrosis of the colon due to amputation of an artery that should have been preserved. There is no information available indicating a direct relationship between the reported adverse events and olympus products on (B)(6) 2020, olympus followed up with the user facility and was informed that olympus endoeye flex 3d deflectable videoscope (ltf-190-10-3d) and other two olympus products were used in endoscopic surgeries. According to the number of the patients and the number of olympus devices which might have contributed to the peritonitis, omsc is submitting three medical device reports. This is two of three reports.